Event description:
The pt came in to pick up her meds for biaxin, vanceril inhaler and maxair inhaler and to receive counselling as required by law. Rptr asked if she used a spacer with her inhalers and then asked if she washed it regularly. She said she had never washed it and rptr asked to see it. The inspection showed mold or bacterial growth inside. At that point rptr asked her to go back to the dr and get an order for another chamber since her's was beyond cleaning. Rptr also told her that the contaminated device was probably the cause for the pulmonary infection treated with biaxin.